Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, due to the lack of medical records provided, the cause of the stenosis 1 year post tavr cannot be confirmed, but may be due to the mechanisms described above, and/or the patient¿s co-morbidities (diabetes and renal failure). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported through the partners 2b clinical trial that approximately 1 year post tavr procedure, the patient's husband reported that the patient had been admitted to the hospital for increasing heart failure and renal failure. The patient expired and the cause of death was listed as aortic stenosis.